Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A log review was performed and they showed nothing related to the customers complaint. The reported event of loss of connection was not confirmed because the transmitter and receiver did not pair successfully. The root cause was a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/27/2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.